Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The device was returned to the repair site for evaluation and the customer's allegation was not confirmed. The device evaluation found scope mount corrosion. Based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image video image displayed from the camera head during pre-use inspection. There were no reports of patient harm.